Manufacturer narrative:
Insulin pump had no button response due to moisture damage on keypad traces. Insulin pump had a cracked reservoir tube lip. Insulin pump had moisture damage on lcd board.

Event description:
It was reported by the customer that the buttons on the insulin pump are not working. Customer's blood glucose level at the time 146mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.